Manufacturer narrative:
(B)(4).

Event description:
Covidien received info that due to a malfunction, the pt was removed from the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicated the reported malfunction. The unit passed extended self-testing.